Event description:
Additional information: return device analysis did not confirm a cuff miss [suture retrieval issue]. The device was returned with the pre-knot advanced and tightened. There was tissue/dried blood observed in the knot. Follow-up with the account confirmed that the issue with the device was that the knot pulled out; it was not a suture retrieval issue. It was further confirmed that no vessel damage occurred. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported malposition/failure to deploy the suture was confirmed. Reportedly, a femoral imaging was not performed. It should be noted that the perclose proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the reported violation of the IFU contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 1142 removed.

Manufacturer narrative:
H6: medical device problem code 2017 failure to follow steps / instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the calcified common femoral artery was attempted with a proglide device after a catherization interventional procedure using a 6f sheath. Reportedly, femoral imaging was not performed and a cuff miss occurred [suture retrieval issue]. An additional proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.